Event description:
Complainant alleged that while attempting to defibrilate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing and ECG testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed ECG view was switched to lead ii from pads due to activating pacer mode. Under pacer mode, the device will only display ECG via leads. In order to view pads signal, the user needs to activate defib mode by either switching to defib mode or by pressing defib related keys. The log shows no indication of a device malfunction. Analysis of reports of this type has not identified an increase in trend.